Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in germany, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach. After successfully implanting the 29mm sapien 3 valve, there were difficulties removing the commander delivery system through the esheath, despite the commander delivery system being completely deflated and unflexed. The commander delivery system was pulled too hard, and it was torn with the balloon catheter left inside the esheath and the outer catheter withdrew from the esheath. The system was finally removed as a single unit. At the final angiography, it was confirmed that the patient did not have any damage on the femoral artery. The patient outcome was good. As per the pre-decontamination evaluation, the esheath liner was bunched and circumferentially delaminated at the distal tip. The radiopaque marker band was missing and not returned.

Manufacturer narrative:
The returned device was visually inspected, and the following observations were made: the sheath was fully expanded. The shaft had some curvature. Sheath shaft is kinked at approximately 4.4cm from strain relief. The distal tip was opened, as designed. The circumferential liner delamination with length of 5cm from the distal tip. The c-marker band was missing. The complaints for sheath liner delamination and system component separation during use were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. As reported, "after successfully implanting the 29mm sapien 3 valve, there were difficulties removing the commander delivery system through the esheath, despite the commander delivery system being completely deflated and unflexed. The commander delivery system was pulled too hard, and it was torn with the balloon catheter left inside the esheath and the outer catheter withdrew from the esheath." Per evaluation of the returned device, the sheath liner was circumferentially delaminated with the c-marker band dislodged and missing. Additionally, a kink was observed on the sheath shaft, which can indicate that tortuosity may have been present in patient access vasculature, however no imagery is available to confirm. The presence of tortuosity can create suboptimal angles and lead to non-coaxial alignment between the delivery system and sheath during withdrawal and can contribute to withdrawal difficulties. If the delivery system was withdrawn non-coaxially, it can catch onto the distal tip of the sheath. With excessive pull force and manipulation, the liner can delaminate at the sheath distal tip. As the radiopaque c-marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial retrieval, excessive manipulation) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with separation of the sheath marker band. A corrective and preventative action captures process improvement activities regarding marker band separation which were identified during previous investigation.